Event description:
Determined to be reportable based on analysis approved on 09/19/2006. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. A 2.75x 24mm taxus liberte drug eluting stent was advanced toward the mid lad/diagonal; however, they were unable to cross the lesion. The procedure was not completed due to unspecified reasons. There were no pt complications or injuries reported. The pt status is listed as satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Visual examination of the returned device found the hypotube was broken at approx 7 centimeters distal to the strain relief. Microscopic examination of the crimped stent found proximal stent damage, some of the struts were misaligned. Microscopic examination of the balloon found no issues with the balloon material. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. No issues were identified with the returned device that could have possibly contributed to the difficulties that was experienced by the physician during the use of this device. Although this returned device failed to meet spec when received at the complaint investigation site, a review of the mfg records for this particular batch, top assembly batch # 8260789 found that the device met its material, assembly and product specs. The cause of the hypotube fracture and stent damage is unknown.